Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? What was done to treat the shard penetration? Was medical or surgical intervention required? What is the status of the surgeon injury today? Was the product sterilized or subjected to any other processes before application? What direction was the applicator tip pointed? Where on the bulb did the doctor squeeze? How much pressure was applied to the bulb? Are any pictures available? Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? What is the name of the surgical procedure?

Event description:
It was reported that the surgeon was performing an unknown procedure on (B)(6) 2016 and topical skin adhesive was used on the patient. When crushing the ampoule in a normal way, a piece of glass from the inner vial protruded through the plastic layer and became embedded in the surgeon's finger. Additional information has been requested.